Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. Frizon, l., may, fj., shao, j., maldonado-naranjo, al., nagel, sj., machado, ag. Outcomes following deep brain stimulation lead revision or reimplantation. In abstracts from the 21st annual meeting of the north american neuromodulation society, las vegas, nv, USA january 11-14, 2018. Neuromodulation 2018; doi: 10.1111/ner.12774. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary/reported events: 15 patients experienced a lead infection that necessitated lead removal. 7 patients experienced suboptimal outcomes leading to lead removal. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.